Event description:
Boston scientific crm received information that during a follow up visit, this pacemaker exhibited ventricular loss of capture. (The rv lead is a competitor's lead.) The device was reprogrammed to aair mode resolving the issue. No adverse patient effects were noted. Approximately three years later the device was removed and returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device header was examined under high power microscope, seal plugs and adhesive appeared normal and seal appeared to be intact. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. The device was checked with an is-1 lead and the fit was normal. The device setscrews moved freely with no binding. Laboratory analysis has confirmed that this device performed normally throughout testing, operating as designed.